Event description:
It was reported that the patient went into ventricular tachycardia and received a shock. The shock induced ventricular flutter. The next shock failed but the third one successfully converted. The impedance of the shock was 177 ohms, which is high but within normal limits. The doctor will put the patient back on amiodarone. There were no additional adverse patient effects. The system remains implanted.